Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the plug could not be deployed. There was no reported patient injury. The device was used in a lower limb treatment procedure. The procedure was a lower limb artery stenosis surgery and used a retrograde approach. The patient¿s bmi was not greater than 40. The physician had certification for using the exoseal vcd. There were no visible signs of device or packaging damage prior to use, and the device was stored and prepped according to the instructions for use (IFU). The femoral artery's suitability was verified through angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be =5 mm. There were no visible calcium or plaque at the puncture site, no access vessel tortuosity, no nearby stents, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any device or manual compression within thirty days of the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved using manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician had their thumb on the plug deployment button during retract. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard locking simulation could not be performed due to the guard being already in a locked condition. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the device achieved full window transition and successful deployment during the functional analysis. The cause of the reported issue could not be determined, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the plug could not be deployed. There was no reported patient injury. The device was used in a lower limb treatment procedure. The procedure was a lower limb artery stenosis surgery and used a retrograde approach. The patient¿s bmi was not greater than 40. The physician had certification for using the exoseal vcd. There were no visible signs of device or packaging damage prior to use, and the device was stored and prepped according to the instructions for use (IFU). The femoral artery's suitability was verified through angiography, including an insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be =5 mm. There were no visible calcium or plaque at the puncture site, no access vessel tortuosity, no nearby stents, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any device or manual compression within thirty days of the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved using manual compression. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked into the handle assembly with an audible click. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. The physician had their thumb on the plug deployment button during retract the device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) did not change color and the plug could not be deployed. There was no reported patient injury. The device was used in a lower limb treatment procedure. Additional information was requested but not provided. The device will be returned for analysis.